Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's husband reported he is unable to communicate with his wife's ipg using external devices. The pt's husband stated his wife's stimulation has been turned off since (B)(6) 2013 and the pt last charged the ipg before that time. No further info is available at this time.